Event description:
(B)(6) 2014 - total right hip arthroplasty at (B)(6), by (B)(6). Components used: biomet g7 acetabular cup with a flat-faced cross linked polyethylene lines, a 40mm head, -3 neck, a size 16 taper lock reduced distal stem with a type 1 taper. Discharged 2 days after surgery. Home pt uneventful. No problems or symptoms until (B)(6) 2017 - symptoms then included right hip pain, right leg pain, increased weakness when walking. Progressed to having to walk with a cane, then a rolling walker, then a wheel chair until revision surgery occurred on (B)(6) 2018. Extreme pain and disability unfolded over those many months. Principal discharge diagnosis: metallosis secondary to trunnionosis in previous r total hip arthroplasty.